Event description:
The caller reported that the insulin gauge on the pump displayed an amount different than expected and was experiencing an issue with the fill estimate, which was shown as 105 and remained static despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. To address the issue, technical support educated the caller on the occurrence of this discrepancy due to large variances in measured pressures used for calculating remaining insulin. Once the insulin amount matched the static display, the fill estimate would resume normal countdown. The caller understood and acknowledged the explanation.